Event description:
Approximately three hundred twenty two (322) days after the index procedure during the follow-up period, the patient was found to have proximal edge restenosis of the previously implanted cypher stent. The patient was reported to have no angina and was complaint with her antiplatelet therapy. The restenosis was treated by implantation of a bare metal stent (bms). The event was reported to be of moderate severity, and a serious event. The adverse event (ae) was reported to be unrelated to the index procedure device and a highly probable relationship to the index procedure.